Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment and stent dislodgement occurred. The target lesion was located in the proximal right coronary artery. A 2.75x20mm promus element¿ plus drug-eluting stent was advanced but the stent was caught with the wire. The whole system was withdrawn; however, the stent was dislodged from the stent delivery system balloon and was crushed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Date of this report corrected from 20-jun-2016 to 18-jun-2016. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had dislodged inside the patient and was not returned for analysis with the device. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the entire length of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that catheter entrapment and stent dislodgement occurred. The target lesion was located in the proximal right coronary artery. A 2.75x20mm promus element plus drug-eluting stent was advanced but the stent was caught with the wire. The whole system was withdrawn; however, the stent was dislodged from the stent delivery system balloon and was crushed. The procedure was completed with another of the same device. No patient complications were reported.